Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the olympus bronchofibervideoscope adhesive detached from the distal end. This was found during preparation for use. There was no patient injury reported.